Event description:
Customer reported device = 336 mg/dl. Customer's spouse took patient to the hospital. Hospital device = 132 mg/dl. Customer was treated with an insulin shot where they remains in the hospital and is being monitored. No controls. A request was made for return product and replacement product was sent.